Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient had an increase in pain pattern coverage after a trickle charge and reprogramming. On (B)(6) 2021 the patient had a replacement surgery to a non-rechargeable device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient didn't get relief from their device so they stopped using it. Pt stated they don't remember the date they stopped getting relief. Pt stated when they went through the trial before being implanted, the trial gave them relief but after they were implanted, they didn't get relief. Pt reported that after not using their therapy for about two months they tried to turn use their therapy and couldn't get it to work. Pt stated they do not remember the date that they tried to use their device again and noticed it wouldn't work. Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient has not used the implant since 2016. Patient met with a manufacturer representative on 2021-10-28 due to an overdischarged ipg. Her device was brought out of an over discharged state and por was cleared. Impedance and connectivity check was completed where 8-15 electrodes were shown not to be connected and several electrodes out of range. The patient has a pre-existing calf condition which causes her to fall frequently. Surgical intervention planned date is (B)(6) 2021.